Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via right femoral artery using a 6f non-bsc sheath. The 90% stenosed target lesion was located in a mildly calcified and moderately tortuous left superficial femoral artery. After a 014 non-bsc guide wire crossed the lesion, a 2x4mm coyote balloon catheter was advanced for dilatation. The physician then performed additional dilatation with a 4.0mmx60mmx135cm sterling¿ balloon; however, on the first inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient and device was replaced with a 4x4mm non-bsc balloon catheter which was inflated at 18atmospheres, followed by implantation of a 6x8mm non-bsc stent. The procedure was completed with post dilatation of a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: returned device consisted of a sterling balloon catheter with no other devices. There was blood and contrast in the inflation lumen. The distal tip was damaged. Inspection under magnification revealed the balloon material was torn 17mm in length. There were no irregularities in the balloon material that could have contributed to the tear. No proximal weld damage was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via right femoral artery using a 6f non-bsc sheath. The 90% stenosed target lesion was located in a mildly calcified and moderately tortuous left superficial femoral artery. After a 014 non-bsc guide wire crossed the lesion, a 2x4mm coyote balloon catheter was advanced for dilatation. The physician then performed additional dilatation with a 4.0mmx60mmx135cm sterling balloon; however, on the first inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient and device was replaced with a 4x4mm non-bsc balloon catheter which was inflated at 18atmospheres, followed by implantation of a 6x8mm non-bsc stent. The procedure was completed with post dilatation of a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).